Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported kink was confirmed and a tear and leak in the guide wire exit notch were noted on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported kink and noted tear and leak in the guide wire exit notch appear to be related to operational context. Return device analysis noted the stylet was kinked at the guide wire exit notch and the guide wire exit notch was torn distally. In this case, it is likely that the noted kink on the stylet and the tear on the notch is what the account perceived as the reported kink. It is likely that the stylet was inadvertently mishandled during unpackaging such that it became kinked and subsequently during manipulation of the kinked stylet the guide wire notch became torn. Additionally, when tested during return analysis the shaft leaked from the noted tear in the guide wire exit notch. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during unpacking of the 3.50x15mm nc trek neo rx balloon dilatation catheter (bdc), the catheter [shaft] was kinked. There were no reports of a replacement device used. There was no patient involvement and no clinically significant delay in the procedure. Subsequently, returned device analysis observed the guidewire exit notch was torn distally for a length of 10 mm. The bdc balloon inflated and did not hold pressure and fluid was observed leaking from the guide wire inflation lumen. No additional information was provided.